Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. During the occurrence, the customer's blood glucose (bg) ranged from 200-600 mg/dl. Reportedly, the customer has not been receiving insulin, due to occlusion alarms. Customer gave himself an injection to resolve high bg. Reportedly, the customer had manual injections available as alternate insulin therapy.